Manufacturer narrative:
(B)(4). Date of initial report : 10/21/2015. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. This complaint was forwarded to (B)(4) division 10/19/2015 from (B)(4) division. (B)(4) had logged this complaint in (B)(6) as (B)(4), with the understanding that the device was an 8886101432 lapro-clip ligature clip. (B)(4) informed us that the correct product ID is an lf5544. This was reported via asr report number (B)(4).

Event description:
According to the reporter a wire from the jaw of the device broke while the doctor was sealing a uterine atery and punctured tissue that was being removed. Once the doctor sealed the artery the wire was left attached to the uterine tissue. The doctor used graspers to remove the wire from the tissue. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The patient is currently ok. This complaint was forwarded to (B)(4) division 10/19/2015 from (B)(4) division. (B)(4) had logged this complaint in (B)(6) as (B)(4), with the understanding that the device was an 8886101432 lapro-clip ligature clip. (B)(4) informed us that the correct product ID is an lf5544. This was reported via asr report number (B)(4).